Manufacturer narrative:
This report is filed, january 8, 2016.

Event description:
Per the clinic, the patient was involved in an automobile accident approximately two years ago (date not reported). Since that time the patient has experienced a decrease in performance and pain around the implant site. Subsequently on (B)(6) 2015 the device was explanted; during the same surgery the patient was re-implanted with a new device.

Manufacturer narrative:
This report is filed may 3, 2016.